Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via health authority, the user reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip (encr402300, 9104193) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31175746) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to a second microcatheter, a prowler select plus 150/5cm (606s255x, 31567764) to deliver the original stent. The original stent was impeded in the distal end of the second microcatheter and could not pass through the second microcatheter. The doctor only retracted the original stent alone and switched a second stent, an enterprise2 4mmx23mm no tip (encr402300, lot # unknown). The second enterprise2 4mmx23mm was advanced to target site. During the process of releasing the second stent, the second microcatheter had difficulty maintaining its position, the second microcatheter and the second stent migrated towards proximal end ¿a little bit¿ automatically. The doctor tried to retract the second stent back to the second microcatheter, but the second stent could not be retracted to the second microcatheter. The doctor released the second stent, the second stent was not deployed in the desired position, but it still covered the aneurysm neck completely. The doctor completed the surgery. The surgery was prolonged by about 15 minutes.¿ there was no patient injury report. No further information was made available at the time of this review. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The microcatheter was flushed using a lab-sample syringe, then the involved enterprise was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The involved enterprise was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A manufacturing record evaluation was performed for the finished device 31175746 number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: - if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. .

Event description:
It was reported, via health authority, the user reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip (encr402300, 9104193) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31175746) and could not advance any more. The doctor removed the stent and microcatheter from the patient and switched to a second microcatheter, a prowler select plus 150/5cm (606s255x, 31567764) to deliver the original stent. The original stent was impeded in the distal end of the second microcatheter and could not pass through the second microcatheter. The doctor only retracted the original stent alone and switched a second stent, an enterprise2 4mmx23mm no tip (encr402300, lot # unknown). The second enterprise2 4mmx23mm was advanced to target site. During the process of releasing the second stent, the second microcatheter had difficulty maintaining its position, the second microcatheter and the second stent migrated towards proximal end ¿a little bit¿ automatically. The doctor tried to retract the second stent back to the second microcatheter, but the second stent could not be retracted to the second microcatheter. The doctor released the second stent, the second stent was not deployed in the desired position, but it still covered the aneurysm neck completely. The doctor completed the surgery. The surgery was prolonged by about 15 minutes.¿ there was no patient injury report. No further information is available.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Impediment of the enterprise2 vascular reconstruction device in microcatheter with loss of cerebral target position will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. This event does not meet usfda reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.